Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: smooth opening on radius, sharp opening on radius, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. A smooth opening on radius assessed as smooth opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.